Manufacturer narrative:
Quality engineer, manufacture engineer and complaint analyst reviewed the sample returned from the customer. Customer returned only delivery catheter sheath and did not return filter or any other parts to argon for investigation. Customer cut the catheter sheath 56cm from the stain relief and coil was wrapped from the delivery catheter sheath. Product complaint could not be duplicated and confirmed and hence no further evaluation is needed at this time. This complaint was most likely related to user error in user environment and no corrective action required this time.

Event description:
The filter is wrapped and not fully opened, so the conveying sheath can only be cut.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
The filter is wrapped and not fully opened, so the conveying sheath can only be cut.